Event description:
It was reported that three cayman awls were bent intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second awl.

Event description:
It was reported that three cayman awls were bent intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second awl.

Manufacturer narrative:
The awl was visually inspected and it was confirmed that the tip was bent which is consistent with excess force being applied at an odd angle. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot and catalog number, similar complaints were identified as the device associated with this report was over 3 years old at the time of the incident, it is likely that repeated use over the device's lifetime led to the tip deformation.